Event description:
It was reported that the battery does not hold a charge. The customer states it lasts only about 30 minutes. The pt was being driven by parents to the doctor's office when the unit failed. The pt was being monitored. Customer states there was no audible alarm. No consequences or impact to pt.

Manufacturer narrative:
The prod has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.